Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level ranged from 300-400 mg/dl. Customer addressed bg level with a manual injection, and subsequently bg dropped to below 40 mg/dl and customer became incoherent. Paramedics were called and customer was treated with glucose tablets. Customer alleged that despite getting an occlusion alarm insulin was still delivered, and an occlusion did not actually occur. Troubleshooting was unable to be performed due to the pump supplies being changed to address the issue prior to the report with tandem technical support (cts). Although requested, pump data was not uploaded for cts review. Multiple attempts were made to follow up with the customer, however, a response was not received.